Event description:
Customer alleged blood glucose results of 338 mg/dl and 92 mg/dl when testing was performed back-to-back on the advantage system. Customer reported having low blood glucose symptoms. Customer did not report on treatment or actions. Customer stated that her skin may have been wet with alcohol when one of the tests was performed. Product labeling instructs customer to dry skin before testing if alcohol is used. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.